Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories found no additional related complaints for these items and the reported part and lot combinations. The complaint cannot be confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): d10: item # 0106010005, avenirâ® mã¼ller, stem, standard, uncemented, ha, 5, taper 12/14, lot # 2975105; item # unknown, unknown liner, lot # unknown; item # 00801803214, femoral head non-skirted 12/14 taper, lot # 64156873. G2: foreign: germany. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR be submitted.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty. Approximately five (5) years post-implantation, the patient underwent revision surgery of the acetabular liner due to severe sepsis. The acetabular shell, femoral head, and femoral stem remained implanted. Five (5) months following the liner exchange, it was reported that the patient continues to experience permanent pain. Further intervention or treatment has not been reported. Attempts have been made and additional information on the reported event is unavailable at this time.